Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 row b pockets failing to open. A field service engineer reseated the retractor band cable at both the drawer and module controller to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 2.1 was failed. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.